Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant po2 result on an 74 year old female patient with shortness of breath. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method date collected tested po2 sample I-stat on (B)(6) 2024 12:30 12:39 152 mmhg c. I-stat on (B)(6) 2024 14:09 14:15 43 mmhg d. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-jun-2024. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for eg7+ cartridge lots n23352 and n24040 and returned cartridge testing for lot n24040 met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lots n23352 and n24040.

Event description:
Na.